Manufacturer narrative:
(B)(6). Device evaluated by MFR: a visual and microscopic inspection identified that the sheath was separated near to the lap joint. A microscopic examination of the distal housing of the transducer was observed to be complete with no shattered pieces. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 25.00cm from the distal end of the connector shaft. No other damage was encountered upon visual inspection. Impedance test showed an electrical open at proximal wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. This opticross imaging catheter was selected, during the procedure the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis identified a separation at the lap joint.